Event description:
It was reported that the customer was hospitalized with early stages of diabetic ketoacidosis. The blood glucose reading was not provided. The caller stated that the customer noticed the insulin not working as well on the left side of his body. The caller asked if troubleshooting could be conducted, but the customer was not present at the time of the call. Called to customer multiple times, but got no answer. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.